Manufacturer narrative:
Updated blocks. (B)(4). The reported complaint was confirmed by customer provided photographs. The user facility's biomedical technician installed the new occluder plate and is working fine. They will not return the part as it was disposed of. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per the hospital biomedical technician, the threads that hold the arm are stripped. The customer observed this occurring over time during normal use.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the occluder plate was stripped. There were no reported adverse consequences to the patient.